Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that biomed had an arctic sun device that was drained for the preventive maintenance but now would not fill. The water went up halfway and stopped. Mss recommended the 2000 hours preventive maintenance the circulation pump would need to be replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. The water went up halfway and stopped. Mss recommended the 2000 hours preventive maintenance the circulation pump would need to be replaced. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review is not required as complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that biomed had an arctic sun device that was drained for the preventive maintenance but now would not fill. The water went up halfway and stopped. Mss recommended the 2000 hours preventive maintenance the circulation pump would need to be replaced.